Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2017-feb-10. It was reported that there was not a device issue, patient/therapy issue, or procedure issue related to the motor stall with recovery due to an unrelated MRI. It was indicated that they re-interrogated the pump as actions/interventions taken to resolve the motor stall due to MRI and volume discrepancies. It was reported as the cause of the volume discrepancies that the medical doctor believed it was the catheter per discussion with the manufacturer and that the patient was having the catheter replaced to resolve the issue. On 2017-feb-16 additional information was received from a manufacturer¿s representative. It was reported that the patient was not receiving adequate therapy at an unknown date. It was stated that the distal portion of the catheter ¿looked funky¿ but the hcp could not tell if that was the reason for the issue or not. The hcp ended up replacing the distal portion on (B)(6) 2017 and thought the distal portion of the catheter was clogged. The hcp cut the distal portion of the catheter and they performed a bolus and there was flow coming from the pump portion. They then replaced the distal portion, attached it, and were able to get cerebrospinal fluid (csf) flow after. It was indicated that the distal portion of the catheter would be sent back for analysis. The product was received on 2017-feb-20. A telemetry strip was included with the returned product and showed that as of (B)(6) 2017, the pump was being used to deliver fentanyl [4,000.0 mcg/ml] at a dose of 1,302.4 mcg/day via simple continuous infusion mode. It also showed that the previously reported motor stall due to an unrelated MRI occurred on (B)(6) 2016 at 14:39 and the motor stall recovery occurred on (B)(6) 2016 at 15:07.

Manufacturer narrative:
Analysis of the catheter found a broken catheter body. The catheter was received in one segment with the anchor detached. Part of the returned segment appeared to have been crushed. The silicone layer of the catheter was completely broken. Eval code, conclusion code is being updated for this event. Eval code, result code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 4000 mcg/ml at 1100 mcg/day. The indication for use was non-malignant pain. It was reported the patient had a narcotic withdrawal. After they aspirated from the pump on (B)(6) 2016, they got back more than expected. The actual reservoir volume (arv) was 18 ml, and the expected reservoir volume (erv) was 2.4 ml. The hcp checked the logs, and the only thing that showed was a motor stall occurred and recovered (due to MRI - MRI not related). Other than that, there was nothing else in the logs that indicated any other alarms. The discrepancy was not a result of a programming error. With this current pump, there were no [significant] discrepancies in the past. However, it was noted that the last time the patient came in for a refill, the arv was 4.5 ml and the erv was 3 ml. It was noted that this was not the first refill after implant/revision. The reporting hcp was going to follow up with [the managing] hcp. The event date was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer¿s representative on april 18, 2017. It was reported the volume discrepancy issue persisted even though the catheter had been revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion 77 has been added to this event, and is only applicable to the catheter (model 8780, (B)(4). If information is provided in the future, a supplemental report will be issued.